Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2016 with the following findings: investigation revealed a dim and discolored display and a cracked battery compartment. The battery cap threads were stripped and were unable to secure. All keypad buttons were intermittently responsive. Upon removal of the keypad, contamination was found on all button contacts. Unrelated to these issues, the keypad was torn at the ok button. The bolus button cover was torn but still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 10/12/2016. Investigation revealed a dim and discolored display and a cracked battery compartment. The battery cap threads were stripped and were unable to secure. All keypad buttons were intermittently responsive. Upon removal of the keypad, contamination was found on all button contacts.